Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external physical damage. Functional testing found a loose retaining screw that created a louder rattle than what is considered typical. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause of the reported issue was found to be a manufacturing out of box failure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was something rattling around in the device that was noticed before opening the wrapping. No patient injury was reported.